Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #:(B)(4), ubd: 29-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had back surgery. Ever since that surgery the stimulation was not working. This was clarified to mean that stimulation was working but now painful. Impedances on electrodes 3, 6, and 7 were no longer working. Reprogramming was performed around the electrodes that were out of range. A lead revision was performed and the event was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's lead was removed and discarded. It was reported that there was no evidence that the back surgery caused the impedance issue nor painful stimulation. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.